Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12142. It was reported the pt feels warmth while charging, but not enough to cause discomfort or alarm. It was also reported the pt experiences soreness and dull ache immediately after charging. The soreness resolves about a day after he finishes charging. However, the soreness reoccurs after the next charging session. On (B)(4) 2012, st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issues to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a field correction. MFR's eval: corrective and preventive action (CAPA). Result: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.